Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's physician suspected a seroma was developing at the implantable neurostimulator (ins) site. The physician prescribed a course of prophylactic antibiotics, which the patient completed. The patient is reportedly fine with no further issues.